Event description:
It was reported that "pt called to report that he has had a left hip replacement in (B)(6) of 2006. Pain began about 6 months after the surgery and has only gotten worse. Can hardly walk, and needs to use a cane. Pt went back to the implant surgeon, who found nothing wrong. He sought a second opinion, who said there appears to be some bone ossification, but was not sure if the acetabular cup was misplaced."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.